Event description:
Event description guidant received information that this pacemaker, could not be interrogated. The caller trouble-shooting techniques suggested by technical services without success. A magnet was applied over the device but there was no pacing. The patient has an underlying rhythm, is not pacemaker dependent, and has no symptoms.